Event description:
Boston scientific received information that during a recent device change out procedure for normal battery depletion, it was noted that this right atrial (ra) lead had not been working appropriately for some time. The ra lead showed less than 100 ohms impedance measurements. As a result, it was surgically abandoned and successfully replaced at the same time as the device was replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.